Event description:
2 of 2 reports (same patient, different valves). Other mfg report number: 3013886523-2022-00579. A facility reported a hakim valve was implanted on (B)(6) 2022 in a 58 year old male patient. It did not function properly and was replaced on (B)(6) 2022 with a new valve (ID 823110). The second valve presented with the same failure and was explanted on (B)(6) 2022. It seems that there were some debris in the valves. Consequences for the patient: drop in consciousness, longer hospital stay. The patient status is: recovered.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The hakim valve was returned for evaluation: DHR - lot 5822407, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected: no defects were noted. The valve passed the tests for programming, occlusion, leaks and pressure. No root cause could be determined as the technician could not confirm any problems with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism at the time of investigation no functional issues were noted with the valve.